Event description:
It was reported that the asymptomatic patient presented with a (B)(4). The patient received inappropriate high voltage therapy and atp. Oversensing was noted via egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.